Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause for the aortic root rupture and resulting pericardial effusion could not be determined. However, patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), post implant of a 26mm sapien 3 valve in the aortic position by transfemoral approach, cardiac tamponade was observed. Later the same day, the patient had unstable hemodynamics and pericardial effusion due to a hematoma. A thoracotomy was performed, the valve was explanted, a surgical valve was implanted, and the aortic root was reconstructed with a pericardial patch. At the time of the report, the patient was still in intensive care due to renal failure and pneumonia. As per medical opinion, the cardiac tamponade was related to an aortic root rupture during the tavr procedure.

Manufacturer narrative:
Additional information was received. The patient was discharged on post-operative day 21. Patient is still in the geriatric clinic. The patient had severe leaflet calcification and no annular calcification. Per medical opinion, the perceived root cause of the event was severe leaflet calcification and balloon expansion causing a tear above the rca ostium.